Manufacturer narrative:
(B)(4) labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced a skin reaction. The sensor was inserted into the abdomen on approximately (B)(6) 2018. The reaction was located at the insertion site. On (B)(6) 2018 the patient was prescribed a cortisone cream for the skin reaction. At the time of contact, it was indicated that the patient was stable. No additional event or patient information is available.